Event description:
The patient stated that the piston rod of the infusion device is not working properly. He stated that when he extends the piston rod it stops a "quarter of an inch from the bottom." He stated that the infusion device does not alarm or give an error when this occurs. He stated that last night in 2007, his blood glucose elevated to 324 mg/dl and he felt "sluggish." He stated that he disconnected from his infusion site and bolused 20 units and no insulin dripped from the end of the infusion tubing. He stated that he could hear the infusion device running but the piston rod was not moving. He stated he switched to his back up infusion device. During troubleshooting with a company representative the patient's infusion device functioned properly. The patient stated that he no longer trusted the infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.